Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading at about halfway c overing the valve the handle of the delivery catheter system (dcs) came apart. The valve was loaded by therapy development specialists with more than four years experience. It was reported that the deployment knob trigger was used initially to open the capsule and turned the last few turns to open the capsule all the way. The tabs of the handle appeared to be intact. The valve was unloaded from the dcs, loaded into a second dcs and implanted uneventfully. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule partially closed. The capsule appears intact with no evidence of damage. The inner member shaft and spindle hub appears intact with no evidence of damage. At this point the deployment knobs were separated by the analysis technician. One of the tabs is hinging inwards. One of the tabs is observed to be detached from the male deployment knob component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment knob (actuator) separated during loading. An image submitted by the account confirms the actuator separation. The subject dcs was returned for analysis. The device was received with the actuator components intact. The actuator was most likely reconnected prior to return for analysis. The actuator components were separated by the analysis technician, and the snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.